Event description:
During removal of the balloon from the accessory channel of the endoscope, the balloon severed from the catheter. Additional information regarding the use of this device was requested but was not provided. Several attempts were made in an attempt to collect additional information regarding patient impact. The complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the returned product confirmed a severed balloon. Approximately 8cm of the balloon's distal section has severed and detached from the catheter. The detached balloon section and balloon dilator device were included in the return. No portion of the balloon material is missing. The inner tubing of the balloon dilator is bent. These observations suggest excessive pressure had been applied to the compromised balloon when attempting to remove it from the accessory channel of the endoscope during use. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the information provided indicated the user was attempting to remove the balloon from the accessory channel of the endoscope when the balloon severed and detached during the procedure. Forceful removal of a compromised balloon from the endoscope while inside the patient is the most likely cause for this occurrence. The instructions for use contain the following caution: "a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." This activity helps the user avoid removal resistance created by the compromised balloon. Once the endoscope and balloon are removed simultaneously from the patient, the user may cut the balloon catheter next to the end of the endoscope to facilitate easy removal from the accessory channel. Information regarding lubrication of the balloon prior to advancement through the endoscope was requested but not provided. A possible contributing factor to a compromised balloon is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. Information regarding the application of negative pressure prior to advancement through the endoscope was requested but not provided. If negative pressure was not applied to the balloon prior to advancement, this could have contributed to a compromised balloon. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A compromised balloon can occur if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon. Another possible contributing factor to balloon material damage is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation. Over inflation can result in damage to the balloon material. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the information provided indicated the product was used in contraindication with the instructions for use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of a severed dilation balloon leading to detachment in the patient is rare. Customer quality assurance will continue to monitor for complaint trends.